Manufacturer narrative:
DHR/bhr review lot#4052036. This batch of products were assembled at intima ii auto line 3 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective samples and photos have been received for the complaint. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, the specific site and abnormal state of the leakage of the indwelling needle cannot be identified, so the root cause cannot be determined. The plant will continue to follow up the complaint.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leaked. The patient is a patient with cerebral hemorrhage. The intravenous drug solution needs to be infused through an indwelling needle. After the patient has successfully punctured, the drug solution is connected. It is found that the drug is leaking at the interface of the indwelling needle. The connection port has been tightened and the drug solution is still leaking. Give the patient quickly remove the indwelling needle, replace the indwelling needle and reinsert it, comfort and explain to the patient and family members, and obtain the understanding and cooperation of the family members.